Event description:
It was reported that the ventilator alarmed for low minute volume. The patient involvement is unknown. Manufacturer's ref#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. No parts were replaced. Provided ventilator logs confirms the reported alarms for low expiratory minute volume. The root cause of the reported event was most likely a leakage in the patient circuit. There are no indications of a ventilator malfunction.

Event description:
Manufacturer's ref #: (B)(4).